Event description:
The customer reports that the guidewire kinked while inserting the dilator. No patient injury. No intervention required.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire and a lidstock for analysis. Signs-of-use in the form of biological material was observed on the guide wire. The dilator was not returned. Visual examination revealed two major kinks and one slight bend across the guide wire. Additionally, the distal j-bend appeared misshapen. Microscopic examination confirmed the kinks/bends and revealed that the distal and proximal welds were secure and intact. The two kinks on the guide wire measured 250mm and 293mm respectively from the proximal weld. The bend measured 406mm from the proximal weld. The total guide wire length measured 17 7/8", which is within the specification limits of 17 11/16"-18 1/16" per the guide wire graphic. The guide wire outer diameter measured .01705", which is within the specification limits of .0170"-.0180" per the guide wire graphic. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire". The IFU also states, "enlarge cutaneous puncture site with cutting edge of scalpel positioned away from the spring-wire guide". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed two major kinks and one slight bend on the guide wire. The guide wire met all relevant dimensional requirements, and a device history record review did not reveal any findings. Despite confirming the kink, the root cause cannot be determined as the dilator was not returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the guidewire kinked while inserting the dilator. No patient injury. No intervention required.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the guidewire kinked while inserting the dilator. No patient injury. No intervention required.